Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us. The other mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. While establishing final arm angle with the first xtr clip, the clip opened. It was then noted that the lock lever was no longer fully advanced against the handle. The leaflets were re-captured and the clip was closed and deployed, this time holding in the lock lever through the rest of the steps. The second xtr clip was positioned adjacent to the first clip, on the medial side of the clip. After closing the clip the gradient was assessed to be around 7mmhg, so the clip was repositioned. A gradient and mr reduction were noted, so the clip was deployed. Afterward, the results were not as expected. It could not be determined whether the posterior leaflet was torn or had not been adequately captured by the second clip. Final mr grade was 2 and the patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issues (clip open while locked, lock lever retraction) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.